Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. During the investigation it was found that the intermittent was short on the red status led. The status led was observed to be flashing green and beeping. Voltage fluctuation was also observed on the pogo pins, however this did not affect the devices ability to deliver therapy. Furthermore the random manual power ups, including one of ten minutes duration, may suggest the beginnings of a membrane failure. The membrane was replaced as a precaution.

Event description:
There was no patient involved in this event. This device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.